Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device change-out for normal eri, visible damage to insulation was observed on the right atrial (ra) lead. The lead was repaired with medical adhesive and remains implanted. Further testing indicated lead measurements were normal. The patient was stable.